Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing as non-physiologic noise spikes and intermittent t-wave oversensing (twos) during stored non-sustained tachycardia episodes. It was further noted the patient¿s right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.